Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving continuous glucose monitor (cgm) readings. Reportedly, where cgm readings would be displayed was "blank". Troubleshooting with tandem technical support was performed and the customer successfully restarted the sensor session. No additional patient or event information was available. A root cause could not be determined.